Event description:
During the colonoscopy procedure, upon deployment of the resolution clip, one arm bent backwards against the mucosa not allowing the clip to close properly. The little piece of the clip was removed through the scope via suction. The rest of the clip was pushed aside with the scope and left in the pt. The procedure was completed with another of the same device. The pt's condition is reported to be "fine".